Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The difficulty advancing the guide wire and damage to the tip were unable to be confirmed due to the condition of the returned device. The distal end of the sheath was smashed. The tip was separated from the inner member. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 4.5x120 mm supera stent delivery system (sds) was loaded on the guide wire, but it could not be advanced into the body. The sds was removed from the guide wire and the guide wire was wiped down. They reloaded the sds on to the same guide wire, but still could not advance it. It was then noted that the distal end of the sds was unraveled. The sds was again removed from the guide wire. A 5.5 mm supera was prepared and was able to advance over the same guide wire without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided. Device analysis found that the tip of the sds had separated.